Event description:
A (B)(6) female pt contacted zoll customer support to report that her battery charger would not power on correctly. The pt received a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon service evaluation, there was liquid contamination on the charger battery board. The cause of the charger's inability to power on is the corrosion on the battery board. The root cause of the corrosion cannot be positively identified but is likely a result of liquid ingress. No adverse event resulted from the damaged charger/modem. The pt received a replacement battery charger/modem.